Event description:
The customer called stating she experienced high blood glucose. The blood glucose was too high for the glucometer to detect. The customer stated she gave a manual injection but the glucose did not come down. A follow up call was then made to the customer and the customer stated she went to the ER due to the high blood glucose episode. The customer stated she was treated at the hospital and she has not had any problems since then. The customer was unable to troubleshoot during the phone call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.